Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient¿s father via a voicemail message, they ¿just got out of the ICU¿ because of ¿faulty readings¿. On the day of the event, the patient experienced feeling nausea, vomiting, and had a loss of appetite. The reporter did not provide any further information regarding the event. There was no documentation of further medical evaluation or intervention. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. Upon further review by dexcom technical support it was found that this is a duplicate report and was reported in error. The event was previously reported under cmpl-26846336 with MFR# cmpl-26846336. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.